Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s outpatient clinic, it was reported this patient presented to the clinic on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 8290/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was hospitalized for this event on (B)(6) 2025 and prescribed intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1000 mg to address the infection. The patient was able to continue ccpd therapy while hospitalized on an unknown device. The patient was discharged from the hospital on (B)(6) 2025. Follow-up laboratory testing conducted post-discharge presented with no growth in the culture and a wbc count of 1329/mm3. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they remain asymptomatic in response to antibiotic therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s outpatient clinic, it was reported this patient presented to the clinic on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 8290/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was hospitalized for this event on (B)(6) 2025 and prescribed intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1000 mg to address the infection. The patient was able to continue ccpd therapy while hospitalized on an unknown device. The patient was discharged from the hospital on 18/apr/2025. Follow-up laboratory testing conducted post-discharge presented with no growth in the culture and a wbc count of 1329/mm3. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they remain asymptomatic in response to antibiotic therapy.